Event description:
It was reported that the right ventricular lead had high impedance in unipolar and bipolar and high threshold. A new ventricular lead was intended, but was not attempted because vascular access could not be achieved due to a severe amount of scar tissue creating occlusion on the left side. No further action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.